Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had been setting off alarms and battery hasn't been holding. Customer states the alarm received was watchdog timeout and external ram crc error. The customer was assisted in performing a selftest but they could not run. The troubleshooting was discontinued due to unable to run test because closed circle is at top of screen. The customer was unable to resume basal on pump to rewind or run selftest. The customer was offered to troubleshoot for high blood glucose in 300 to 400mg/dl range. The customer declined to troubleshoot for high blood glucose. The pump also alarmed unexpected restart. The alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.